Manufacturer narrative:
This report is submitted on 14 february 2020.

Event description:
It was reported that the patient's device was electively explanted (date not reported). It is unknown if the patient was re-implanted with a new device.

Manufacturer narrative:
Correction: the device was explanted on (B)(6) 2020, not in (B)(6) 2020 as previously reported. It is unknown whether the patient was re-implanted, as of the date of this report. This report is submitted march 19, 2020.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on april 23, 2020.